Event description:
The uretero-reno fiberscope was returned to the service center with a report of failing a leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, lifted pins on the bending section were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.